Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had a history of vt prior to pump implant, and an implantable cardioverter defibrillator (ICD) was implanted prior to the pump the outcome was considered device or therapy related. The root cause of the low flows was not identified. Concerns included pump malfunction, position, or alternative complications after cardiac surgery. The speed changes and driveline disconnected were suspected to be during or near the time of death. The autopsy results were not yet available and there were no visual observations made with regard to the pump at the time of explant. Prior to the patient's death the patient pushed the call bell, a nurse walked in, the patient became unresponsive, and a vt event was observed right after low flow alarms. Advanced cardiac life support (acls) was performed right away and then the cardiothoracic surgery team (cts) was at bedside to perform veno arterial (va) extracorporeal membrane oxygenation (ECMO). The speed changes were noted to have been likely performed by the physician. After the ECMO, fluid resuscitation was performed and the flow improved however it was not confirmed if this was related to the vt. The patient was also started on levo/vas. Hemoglobin was found to be less than five and transfusions were initiated. A chest x-ray was performed with the left side whited out and a pleural chest tube was placed with approximately 2 liters blood out with ongoing acute bleeding. The patient passed away despite maximum resuscitative efforts.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of the patient passing away. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log files contained approximately 3 hours of data combined (16jul2024 from 07:47:01 ¿ 10:32:03 per the timestamps). The data in the log files did not indicate any issues with the system controller. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The heartmate 3 instructions for use and heartmate 3 patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review noted the pump flow drop to 0.6 lpm with pump power decreasing to 2.9w on (B)(6) 2024 at 07:18:52. The periodic log file ended on (B)(6) 2024 at 10:28:52 with the pump flow at 0.0lpm and pump power at 2.6w and pulsatility index (pi) at 2.2. The event log file ranges from 07:47:01 to 10:10:57 on (B)(6) 2024 with the driveline disconnected. During this time, the flow decreased from 2.5 to 0.0lpm with pi less variable and power remained low. Adjustments to the set speed was noted. The patient passed away, an autopsy was being conducted on the patient and the pump would be explanted to be returned. Both the patient's system controllers would also return. The physician noted that the at approximately 7:18 am there was an immediate drop in flow, as well as a reduction in power, and motor speed. Based on the physician's interpretation there appeared to be a possible pump stoppage or a significant obstruction leading to pump malfunction. It was reported that the patient passed away on (B)(6) 2024 due to a cardiac event and ventricular tachycardia. The outcome was considered device or therapy related.